Event description:
Caller reported a malfunction with the insulin pump, identified by malf 3 code, and there were no notable events occurring prior to the malfunction. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer reverted to an alternate method of insulin therapy.